Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "feed is not getting through" the pump. They stated that they turn the pump off and back on, and that there is no alarm, "so they think it's ok until they notice after it's not". Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to this complaint, but did not provide any other information. (B)(4).